Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera duodenovideoscope elevator wire is broken and disconnects upon application. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive part of the lighting lens was peeling off and there is a gap in the glue which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there a cut in the forceps wire. This damage is due to mechanical or chemical stress applied by repeated use over time or due to a handling issue. Additionally, the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Also, the play of the up and down knob was out of the standard value due to wear of the angle wire. Upon further inspection, it was observed the adhesive part of the lighting lens was peeled off causing a gap in the glue due to handling. It was also observed that watertightness was lost in the forceps channel due to a pinhole. Water tightness was also lost in the electrical connector due to deformation. It was observed that the adhesive of the bending section cover had a chip due to chemical or physical stress. It was also observed that the adhesive around the light guide lens was peeled. It was observed that the paint on the suction cylinder was peeled due to handling. Discoloration was observed on the control unit and on the electrical connector due to chemical stress during reprocessing. Lastly, scratches were observed on the following unit components due to a handling issue: connecting tube, plastic distal end cover, image guide protector, protector of the universal cord on the scope connector side, scope connector cover, switch box, lock engagement lever, up and down knob, right and left knob, universal cord, control unit, scope connector and on the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.